Event description:
Reporter alleged blood glucose measured in the 400s-500s mg/dl compared to a doctor's result of 167 when testing was performed 10 minutes apart. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Customer indicated the blood glucose device had been stolen and no return on a meter would be sent to the manufacturer.